Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation. Imagery of the device was provided by the complaint site and the distal tip of the esheath was observed to be split. Additionally, pre-procedural imagery provided showed the presence of calcification and tortuosity in the patient¿s access vessel. During manufacturing of the esheath and its components are inspected several times throughout the manufacturing process.  In addition, product verification testing was performed on a sampling basis and all testing met specifications.  These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. A DHR review was performed and did not reveal any manufacturing related issues that would have contributed to the complaint event. A review of lot history for the relevant work order did reveal other similar complaints.  No manufacturing non-conformities were found in the returned samples and available information suggested that patient factors likely contributed to the reported event.  Additionally, a review of complaint history for the esheath introducer set from september 2018 to august 2019 revealed other similar complaints however, the occurrence rate did not exceed the august 2019 control limits for the trend category. The IFU, device preparation training manual, procedural training manual, and procedural manual were reviewed for guidance involving esheath and delivery system usage. The user is instructed to ensure adequate vessel access and not to use the esheath in tortuous or calcified vessels that would prevent safe entry of the sheath.  Additional considerations include proper screening as this is critical to reduce vascular complications.  Push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcium.  Do not force sheath.  A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaint was confirmed. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, the presence of a manufacturing non-conformance was unable to be confirmed. Furthermore, based on a review of the DHR, lot history, and complaint history, there was no indication that a manufacturing non-conformance contributed to the reported event. A review of manufacturing mitigations supports that the esheath has proper inspections in place to detect issues related to the reported event. Additionally, a review of the IFU and training manual revealed no deficiencies. It is likely that patient factors contributed to the complaint. As noted in the complaint description, ¿first 16f esheath split on a chunk of calcium during advancement around an acute angle. A second 16f esheath split in the same location.¿ imagery provided by the complaint site supports the presence of calcification and tortuosity in the patient¿s access vessel. Both of these factors could obstruct the advancement of the sheath and result in the observed tip split. As such, available information supports that patient factors (access vessel calcification and tortuosity) may have contributed to the reported event. Since there was no confirmed edwards defect which could have resulted in the complaint event, no corrective/preventative actions are required. Additionally, since no product non-conformance was identified and the complaint rate for the relevant trend category did not exceed their monthly control limit, a product risk assessment (pra) is not required.

Manufacturer narrative:
(B)(4). This is one of two manufacturer reports being submitted for this case.  Please reference related manufacturer report no: 2015691-2019-03367. Investigation is ongoing.

Event description:
As reported, during a tavr case by right axillary approach, the first 16f esheath split on a chunk of calcium during advancement around an acute angle. A second 16f esheath split in same location. The valve was deployed as intended however a perforation occurred at the site of the calcium/acute angle requiring repair by a vascular surgeon. Three viabahns were placed. The perforation resolved, the patient was stable post repair, and was transferred to ICU for recovery.